Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Additionally, the evaluation found the following: the adhesive on the bending section cover was detached and due to wear of the angle wire the bending angle in the up direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the ultrasound gastrovideoscope's echo head was damaged. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following was found: the acoustic lens was damaged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the acoustic lens damage was physical stress such as dropping / knocking. Olympus will continue to monitor field performance for this device.